Event description:
It was reported that during the implant attempt the helix on the lead would not extend after it was retracted once and repositioned. Another lead was implanted with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed; the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor and in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.